Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist's report, this pt experienced a "tickling" sensation while using his device. This surgeon repositioned the device in 2006(surgery date unk). Following the surgery, an x-ray revealed that seven electrodes had migrated outside of the cochlea. The pt's performance has declined over time. Explantation/reimplantation surgery is being considered.